Manufacturer narrative:
Philips has investigated this complaint. According to additional information acquired, the system was in clinical use at the time of the event, and the procedure was completed by moving the patient to another room. A philips remote service engineer (rse) analyzed the system log files and identified application errors related to motor assembly errors. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. During troubleshooting, the fse identified intermittent errors while performing c-arm rotations. To resolve the issue, the amc triple servo drive module was replaced. The system was returned to use in good working order and was ready for clinical use. Further analysis of the amc triple servo drive was not possible as the part is unavailable. Philips has initiated a medical device correction z-1091-2026 to address the issue with the amc triple servo drive, which is planned to be implemented on the system. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.